Event description:
It was reported that the patient was recently implanted but full insertion could not be achieved, resulting in 5 extracochlear channels. The patient is unsatisfied, due to poor performance and discomfort at stimulation, and is refusing to wear the processor. A repositioning surgery is planned but not scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.